Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged bleeding event is related to the activ.a.c.¿ therapy system and/or its use. Kci has made multiple unsuccessful attempts to obtain additional clinical information. It is unknown if and what medical or surgical intervention was required related to the alleged event. A device evaluation is currently pending return of the device. Device labeling, available in print and online, states: warnings with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On 29-sep-2021, the following information was provided to kci by the nurse: on (B)(6) 2021, the patient presented to the hospital allegedly due to uncontrolled bleeding from the wound. The activ.a.c.¿ therapy system was discontinued at that time. On 21-oct-2021, the following information was provided to kci by the nurse: the patient was not seen by the home health nurse on (B)(6) 2021. The patient went to the emergency room due to an issue with the wound. The patient was not admitted; however, v.a.c.® therapy was removed while in the emergency room. The home health resumed care of the patient and performed a skilled nursing visit on (B)(6) 2021. The activ.a.c.¿ therapy system did not resume from (B)(6) 2021. No additional information was provided. A device evaluation of the activ.a.c.¿ therapy system is currently pending return of the device.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged bleeding event is related to the activ.a.c.¿ therapy system and/or its use. Kci has made multiple unsuccessful attempts to obtain additional clinical information and retrieve the device. It is unknown if and what medical or surgical intervention was required related to the alleged event. The device passed quality control checks before placement. An evaluation of the device after patient placement could not be performed.

Event description:
On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed.